Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ 200 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the dimension® exl¿ 200 instrument data. Quality control and calibration results were within the customer's established ranges and no instrument malfunctions were identified. There were no similar events with other patient samples indicating the event was specific to the patient. The patient sample was not returned for siemens evaluation. The cause of the event is unknown. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension® exl¿ 200 system. The discordant falsely elevated result was reported and questioned by the physician. The patient was transferred to an alternate facility where a new sample was drawn and processed on an alternate non-siemens system, and a troponin result within the expected range was obtained and considered correct. There were no known reports of patient treatment or adverse health consequences due to the falsely elevated tnih patient result or the transfer to the alternate facility.